Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was to complete its startup process. A review of the system logfile found that the system was unable to boot up. Upon troubleshooting actions, fse identified that the button was active on the control module. To resolve the issue, the fse replaced the control module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that an active button on the control module was detected, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.